Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging they did not have the "hyper tendance" function after 3 consecutive high results were obtained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.